Event description:
It was reported that iab optical sensor failure on a cs300 during use. No patient harm or injury was noted.

Manufacturer narrative:
Due to character restriction in block e1 e1 event site full name is (B)(6). The UDI is incomplete due to the missing expiration date, manufacturing date, and lot number. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h1, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The iab was returned with the membrane completely unfolded and blood was found on the exterior of the iab and between the catheter and sheath. Three kinks were observed on the catheter tubing approximately 76.2cm, 75.4cm and 42cm from iab tip. The optical fiber was found to be broken approximately 59.7cm from the iab tip. The three-way stopcock was also returned. The reported failure was confirmed by the evaluation. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (investigation findings).

Manufacturer narrative:
Updated fields: b4, d4 (lot number, exp date, UDI,), g3, g6, h2, h4, h11.

Event description:
N/a.